Manufacturer narrative:
A.4 and a.6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was product damage during impella 5.5 support. During repositioning at the bedside, the device¿s anti-contamination sleeve and top cap separated causing the physician to pull the impella 5.5 back into the ascending aorta. The patient returned to the operating room for emergent impella 5.5 replacement and survived.

Manufacturer narrative:
H.6 added medical device problem code as it was inadvertently omitted from the initial report that was submitted. Investigation summary: no products were returned for evaluation. Product damage: clinical details noted that sterile sleeve and top cap became separated during pump repositioning at bedside. The cause of the product damage could not be determined as no product or images were returned for analysis. Positioning issues: clinical details noted that during repositioning, the sterile sleeve and top cape became separated and caused the physician to pull the pump back into the ascending aorta. The cause of the positioning issues was a user related issue as the pump was pulled back into the ascending aorta by the physician per clinical details. Device history review: the pump passed all post-sterile inspection checks.